Event description:
It was reported that the user experienced hyperglycemia up to 400 mg/dl after an infusion set change using a 23 in 6 mm infusion inset, with two insets from one lot not functioning and a bent cannula observed on the first replacement; a subsequent set from a different lot functioned and glucose levels stabilized. Customer care provided support that included customer education regarding expected time to glucose recovery after correcting an infusion issue and replacement supply logistics. Investigation of this case revealed a bent cannula on the initial replacement and ineffective infusion delivery from two sets from one lot, while a third set from a different lot functioned and resolved the issue. No clinical symptoms associated with hyperglycemia reported. Outcomes included temporary disruption with elevated glucose for several hours without medical intervention or backup therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.